Event description:
It was reported that (2) hp052 were used during an unknown procedure. It was reported by the rep that two luke handpieces became very hot. Opened another device to complete the case. There was no consequence to patient.